Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient noted that they still self cath. Patient noted that unfortunately interstim device only gave them only 75% and still had to self catheterization 4 times a day. Patient stated that this was nothing new but the volume was more than usual since they decreased settings. Patient was still in pain. Patient was advised to consult with doctor more information and issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she had colorectal cancer and she got the implant to help her urinate and control frequent bowel movement. The therapy was helping with the bowel movement but the patient was still catheterizing. She was working with the health care professional and keeping a diary to figure the programming/ setting for her. The patient wanted to know if it took people a long time to get relief from therapy. The therapy was helping 75% and the setting was on program 1 at 1.5v.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported experiencing uncomfortable stimulation when increasing stimulation. After lowering stimulation, the patient still felt pain. Stimulation was not felt even though the therapy was confirmed to be on. It was as if the therapy was no longer working for the patient. The patient did not have the urge to go, but she had to self-catheterize when trying to urinate as "not everything" came out. The issues occurred on (B)(6) 2015. The patient changed to program 2 the following day which gave them comfortable stimulation. Additional information received on (B)(6) 2015 from the consumer reported that there was a sudden change in therapy or symptoms that day. Symptoms included cramps and pain in the patient's "entire legs," described as "like a nerve thing or something." Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she was not able to get it to work/ she did not think it was working. The patient felt stimulation and there was no fall or trauma related to her issues. She increased her physical activity and she had been going to the gym but she had not injured herself at the gym or performed any activities her doctor told her not to. She had not been instructed to keep a voiding diary. The patient tried increasing amplitude but she had to decrease it because the stim caused severe pain. The patient had tried changing programs in the past but her current program was the only one that worked. The patient planned to call the health care professional for an appointment to determine the cause of symptom return and to have the device checked for integrity. The bladder incontinence returned, the patient had to self cath again, she had to push to void urine, had retention and issues with her bowels. This was noted to be a sudden change in therapy/ symptoms and started the last few weeks prior to report